Event description:
Customer reported receiving an adc meter reading of 72mg/dl that was lower than she felt. She did not specify when she received this result. She also stated due to her meter reading low for about 3 weeks, she went into the hospital. She stated her glucose had been high. In addition she reported "passing out" and lost consciousness at least once, but did not clarify when that event took place. She stated she was admitted, diagnosed with diabetic ketoacidosis and put on an insulin drip. It is not clear if the reading reported was related to the reported medical event. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
(B) (4). Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 10 jun 2009.